Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this atrial lead was capped and a new lead was placed due to dislodgement. No adverse patient side effects were reported. Should additional information become available this file will be updated.